Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Corrected other devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 2 months post implant the patient developed "svc syndrome". The physician explanted device and lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that 2 months post implant the patient developed "svc syndrome". The physician explanted device and lead. No further patient complications have been reported as a result of this event. Further report of infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Corrected other devices.